Event description:
It was reported that the pump shut off unexpectedly. There was no reported impact to the customer's blood glucose level. No additional information was provided. Customer declined follow up from tandem technical support.